Event description:
Although no injuries are reported, if the joystick fails as noted, it "may" not turn on or off, potentially stranding the user, or "may" not change drive profiled to one needed to navigate a particular environment.